Manufacturer narrative:
(B)(4). Unit received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to a64 alarm.

Event description:
Information received by medtronic indicated that the insulin pump had rf pic failed self test. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.